Event description:
During (B)(6) 2013 follow-up, a rate responsive pacing mode was programmed. On (B)(6) 2013, pt came to the hospital for fatigue. Device interrogation revealed rate response was deactivated. Preliminary analysis indicated this behavior resulted from embedded software specifications: rate responsive pacing is deactivated if the pt is paced at a rate higher than 100 min-1 for a large number of cycles during any 24 hour period.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.